Event description:
Additional information received from a consumer reported they had seizures when the implantable neurostimulator (ins) was put in. The patient's tremors were getting worse and they were taking more medication.

Event description:
Additional information receive from the patient reported they had fallen down on her knee and hurt her wrist; her therapy seemed to be working fine. Since implant, she was still having trouble walking. Some days were good and some days were bad.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient's left leg was shaking more than their right leg and asked if that meant they should change their programming. The patient noted they fell a day or two ago but stated it was not related to the device or therapy. The patient had an x-ray 2-3 weeks ago on their right arm for a rotator cuff issue from six years ago. The patient stated the healthcare provider (hcp) told them to make their own adjustments but not to increase too high or their face would twist; the patient noted they were not comfortable with that and wanted to continue hcp visits. The patient later reported they were going to have dental work done for a broken tooth, and mentioned they had broken teeth after having seizures following implant. The patient noted they were a nervous wreck about having the dental office call in for compatibility guidelines. The patient stated they had not had seizures since the last occurrence.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that since implant, when she would try to walk and once she would get tired, her legs would quiver. The patient was shaking worse at night. Their anxiety was worse and she felt a pinch where her implants were located in her chest. After the patient&#38112;seizures, they were put on seizure medication and they thought the medication caused her to go into a deep depression. They thought they were going to hurt themselves. She was worried she was going to have another seizure. They felt they should have more frequent programming adjustment appointments.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4),implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0z2vq, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6), 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0z2vq, implanted: (B)(6) 2015, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0z2vq, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from the patient that reported they were having a lot of tremors since the implant. The symptoms had gotten worse lately. On the morning of report, their left leg and their left side had been tremoring really bad and it was out of control so they took another cinamet and it helped. They did not have any falls or trauma. The patient had 2 seizures and a brain bleed when they had the lead wires put in. Their hands and feet had also been perspiring since this happened. The patient synched with their patient programmer (pp) and it reported both the left and right implants showed on and ok. The patient was implanted for parkinson's dual and movement disorders. Further follow-up was being conducted to determine what steps were taken to resolve the lack of effect/seizures/brain bleed and had the issues been resolved. If additional information is received, a follow-up report will be submitted. **please see manufacturer report #2649622-2015-13334 for information on the patient's concomitant system.